Event description:
It was reported that the patient presented to the emergency department with a heart rate at 30bpm. Upon device interrogation, high pacing impedance and intermittent capture were noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.